Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test could not be performed due to the blank display. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to wake up with insulin pump completely shut off. Customer's blood glucose was 177 mg/dl. During troubleshooting for blank display, customer realized that batteries she was using were expired. Troubleshooting stopped as customer will replaced batteries and will use battery cap she received. No further information provided.

Manufacturer narrative:
During the call, the customer mentioned having high blood glucose over 500mg/dl when it started the blank display. The customer stated that it was high due to the device shutting off. The caller mentioned that she will get a new battery and will use the new battery cap. Advised the customer to call us back if she continues having the same issue.